Event description:
Healthcare professional (hcp) reported injecting a patient in the "mandible" with 1ml of juvéderm® volux¿. Patient is experiencing "swelling and deflation" in the jaw area, "despite having [been treated with] hyaluronidase". Hcp notes there is a "cord" on one side of the face. Hcp later reported the patient is experiencing "pain, redness and swelling" approximately 4 months post injection. Hcp treated the patient with zitromax 500 mg, hyaluronidase, tavanic 500 mg, and deltacortene 25mg. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.